Event description:
It was reported that patient started having problems again, loss of therapy and asked can implantable neurostimulator (ins) move. It was also reported that patient had a bladder infection in (B)(6). The patient had finished taking medications for the infection. The patient indicated that the pulse were always on the right side, but now the pulses have moved to a different location and patient was feeling "something else", not the same usual pulse . The patient reported it was more to the left side. It was noted that patient had a fall in (B)(6) and landed on her ¿butt.¿ no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0fq0m, implanted: (B)(6) 2014, product type: lead. (B)(4).